Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device breakage ('device breakage'), embedded device ('the shortest fallopian tube has a portion of metal coil embedded within the lumen'), rheumatoid arthritis ('rheumatoid arthritis') and thyroid cancer ('thyroid cancer') in a 29-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". The patient's medical history included paratracheal lymphadenopathy and paratubal cyst. Concurrent conditions included fallopian tube cyst and parathyroid adenoma removal. Concomitant products included aloe vera (aloevera extra) (B)(6) 2013 to (B)(6) 2013, biotin since 2014, clindamycin hydrochloride (clindamycin hcl) from (B)(6) 2017 to (B)(6) 2017, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2017, escitalopram from (B)(6) 2014 to (B)(6) 2015, famotidine; ibuprofen (duexis) from (B)(6) 2018 to (B)(6) 2018, fluconazole (diflucan) (B)(6) 2016, hydrocodone; paracetamol (acetaminophen; hydrocodone), intrauterine contraceptive device (iud nos) from 2012 to 2013, levocetirizine (B)(6) 2013 to (B)(6) 2019, vitamin d nos (vitamin d) since 2018 and vitamins nos (accomin multivitamin) since 2018. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2016, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), vulvovaginal mycotic infection ("yeast vaginal infection") and upper respiratory tract infection ("upper respiratory infection") and was found to have weight increased ("weight gain"). In 2017, the patient experienced the first episode of thyroid mass ("thyroid nodule") and the second episode of thyroid mass ("thyroid nodule"). In (B)(6) 2018, the patient was found to have white blood cell count decreased ("low white blood cell count"). In (B)(6) 2018, the patient experienced arthralgia ("joint pain"). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and was found to have lymphocyte count decreased ("low natural killer cells"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), nausea ("nausea"), visual impairment ("vision problem"), allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, allergy to metals and white blood cell count decreased had resolved, the device breakage, embedded device, device expulsion, bacterial vaginosis, vulvovaginal mycotic infection, upper respiratory tract infection, thyroid cancer, lymphocyte count decreased, arthralgia and the last episode of thyroid mass outcome was unknown, the rheumatoid arthritis, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, hypersensitivity, vaginal discharge, fatigue, hormone level abnormal, migraine, nausea, visual impairment and weight increased had not resolved and the menorrhagia, alopecia and genital haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, lymphocyte count decreased, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, thyroid cancer, upper respiratory tract infection, vaginal discharge, visual impairment, vulvovaginal mycotic infection, weight increased, white blood cell count decreased, the first episode of thyroid mass and the second episode of thyroid mass to be related to essure. The reporter commented: she received treatment for the following events bladder probs., bladder infect., uti, vaginal infection, vaginal discharge. Received treatment for dysmenorrhea, joint pain, thyroid cancer, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Concerning the injury reported in this case, the one event which was confirmed in patient medical record thyroid carcinoma, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received- case become incident and new event bacterial vaginosis, yeast, infection, under respiratory infection, nickel allergy, thyroid cancer,low natural killer cells; low white blood cell count, joint pain, thyroid nodule, abnormal bleeding and concomitant drug and condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device breakage ('device breakage'), embedded device ('the shortest fallopian tube has a portion of metal coil embedded within the lumen'), rheumatoid arthritis ('rheumatoid arthritis') and thyroid cancer ('thyroid cancer') in a 29-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". The patient's medical history included paratracheal lymphadenopathy and paratubal cyst. Concurrent conditions included fallopian tube cyst and parathyroid adenoma removal. Concomitant products included aloe vera (aloevera extra) (B)(6) 2013 to (B)(6) 2013, biotin since 2014, clindamycin hydrochloride (clindamycin hcl) from (B)(6) 2017 to (B)(6) 2017, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2017, escitalopram from (B)(6) 2014 to (B)(6) 2015, famotidine;ibuprofen (duexis) from (B)(6) 2018 to (B)(6) 2018, fluconazole (diflucan) (B)(6) 2016 to (B)(6) 2016, hydrocodone;paracetamol (acetaminophen;hydrocodone), intrauterine contraceptive device (iud nos) from 2012 to 2013, levocetirizine (B)(6) 2013 to (B)(6) 2019, vitamin d nos (vitamin d) since 2018 and vitamins nos (accomin multivitamin) since 2018. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2016, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), vulvovaginal mycotic infection ("yeast vaginal infection") and upper respiratory tract infection ("upper respiratory infection") and was found to have weight increased ("weight gain"). In 2017, the patient experienced the first episode of thyroid mass ("thyroid nodule") and the second episode of thyroid mass ("thyroid nodule"). In (B)(6) 2018, the patient was found to have white blood cell count decreased ("low white blood cell count"). In (B)(6) 2018, the patient experienced arthralgia ("joint pain"). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and was found to have lymphocyte count decreased ("low natural killer cells"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), nausea ("nausea"), visual impairment ("vision problem"), allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, allergy to metals and white blood cell count decreased had resolved, the device breakage, embedded device, device expulsion, bacterial vaginosis, vulvovaginal mycotic infection, upper respiratory tract infection, thyroid cancer, lymphocyte count decreased, arthralgia and the last episode of thyroid mass outcome was unknown, the rheumatoid arthritis, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, hypersensitivity, vaginal discharge, fatigue, hormone level abnormal, migraine, nausea, visual impairment and weight increased had not resolved and the menorrhagia, alopecia and genital haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, lymphocyte count decreased, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, thyroid cancer, upper respiratory tract infection, vaginal discharge, visual impairment, vulvovaginal mycotic infection, weight increased, white blood cell count decreased, the first episode of thyroid mass and the second episode of thyroid mass to be related to essure. The reporter commented: she received treatment for the following events bladder probs., bladder infect., uti, vaginal infection, vaginal discharge. Received treatment for dysmenorrhea, joint pain, thyroid cancer, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Concerning the injury reported in this case, the one event which was confirmed in patient medical record thyroid carcinoma, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown and the rheumatoid arthritis, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, neoplasm, visual impairment and weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, neoplasm, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder probs., bladder infect., uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: this case was become incident. Event injury was updated as chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion, rheumatoid arthritis (ra), rash/skin condition, hypersensitivity, bladder probs., bladder infect., uti, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, tumors, vision problem, weight gain and plaintiff did not underwent for confirmation test. Patient date of birth, essure removal date and treatment details added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.